Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported failure. The system and memory pcb assemblies were replaced and proper device operation was observed through functional and performance testing. The device was then returned to the customer for use. Physio further evaluated the removed assemblies and was able to verify the reported failure. It was also observed that the removed assemblies would cause the mock-up device to intermittently reset and freeze; however, the cause of the reported failure could not be determined.

Event description:
It was reported that the device had its service indicator illuminated; however, upon initial eval, the device would lock up when powered on. There was no pt use associated with the reported failure.